Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the patient was seen in clinic, and the issue was determined to be due to extended use of telemetry. The implantable cardioverter defibrillator was restored by simple interrogation. There were no patient consequences reported.